Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 events were reported for this quarter. 4 devices were received for evaluation. 4 events were not duplicated during testing; however, the devices were not within specifications. 2 devices were found to be affected by corrosion. 1 device was found to have a damaged internal component. 1 device was found to have a worn internal component. 4 devices were repaired and returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device smoked. There was patient involvement; no patient impact.